Manufacturer narrative:
The root cause for the endocarditis is infection via coxiella burneti. The root cause for the tia cannot be ascertained based on the information but may be related to clinical management of warfarin levels. These events are identified in the design file as endocarditis and thrombosis. The IFU (instructions for use) provides the following instructions: endocarditis, thrombosis, and thromboembolism are listed as potential adverse events. The risk file thoroughly identifies the process and product hazards for approved indications. Each individual hazard is mitigated and reduced as low as possible by design and process. This event does not identify additional hazards or modify the probability and severity of existing hazards. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
A patient had on-x aortic valve implanted. Subsequently diagnosed with q fever endocarditis. Required a high dose of warfarin to maintain inr 2-3 post op. Patient was also receiving rifampicin. Inr of 2-3 recommended indefinitely. Unknown if patient maintained inr in therapeutic range and possibly returned to home country for a period. Approximately 1 year post op patient presented with suspected tia (transient ischemic attack). Inr at time of event unknown. Tia has resolved.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
A patient had on-x aortic valve implanted. Subsequently diagnosed with q fever endocarditis. Required a high dose of warfarin to maintain inr 2-3 post op. Patient was also receiving rifampicin. Inr of 2-3 recommended indefinitely. Unknown if patient maintained inr in therapeutic range and possibly returned to home country for a period. Approximately 1 year post op patient presented with suspected tia [transient ischemic attack]. Inr at time of event unknown. Tia has resolved.